Event description:
It was reported that pump displayed malfunction alarm code 12. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset process, confirmed that malfunction did not recur after reset, advised that pump could continue to be used, and instructed customer to call back if any malfunction code appeared again, which customer acknowledged and understood.